Event description:
It was reported that the ilet user experienced a prolonged hyperglycemic episode after overtreating a prior hypoglycemic event with oral glucose, reaching a peak blood glucose of 283 mg/dl and remaining above 180 mg/dl for several hours, with no device component implicated. Symptoms included hypoglycemia with a nadir of 60 mg/dl and subsequent hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue related to an improper method for treating hypoglycemia, with no applicable device component involved. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.